Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found to have no failures but confirmed errors 23008-23025 as having occurred via field error logs. The unit was installed onto the system and powered up.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the surgeon side console (ssc) 1 had multiple master tool manipulator left (mtml) issues. The site recovered by disabling the mtml first, then the surgeon moved to ssc2 to complete the case. The technical support engineer (tse) confirmed multiples errors in the logs: all pointing to mtml. The procedure was converted to another da vinci system and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) is performing follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the surgeon side console (ssc) 1 had multiple master tool manipulator left (mtml) issues, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the mtml to resolve the issue. The system was tested and verified as ready for use. Also, a return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the master tool manipulator (mtm) unit be returned for evaluation; however, the unit has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The complaint was confirmed based on the field evaluation, which indicated that the device did contribute to the customer reported issue.